Event description:
It was reported the pt experienced a motor vehicle accident. Subsequently, the pt started experiencing a burning sensation and spasms/pain extending from around her scs ipg pocket site to her right lower extremities. A sjm rep was able to achieve coverage of the pt's pain pattern with reprogramming. The pt also feels at times she is sitting on her scs ipg. The pt is to be scheduled for an ipg pocket revision. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.